Event description:
A caller reported a tandem mobi cartridge alarm, which did not cause their blood glucose level to exceed 500 mg/dl, remaining within a safe range. The technical support team confirmed the alarm, provided instructions for resolving the issue, and ensured that the caller could resume insulin therapy successfully. Clinical troubleshooting was conducted, leading to the decision to replace the pump due to unresolved occlusion issues, as recommended by the clinical support team. The customer was educated on pump replacements and is set to receive a replacement pump.